Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false positive result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
The following field was updated due to additional information: h.6. Imdrf annex g grid: g02004 h.6. Investigation: a failure for false positives was reported on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer reported false positive samples in drawer b. A bd field service engineer re-inserted the connections of drawer b and replaced the button cell in the hard disk. This is a confirmed failure of a bd product bd quality did not receive any returned materials for review. Review of device history record for mg1562 is not needed due to the age of the instrument. Service history for mg1562 was reviewed and revealed no previous complaints related to false positives. The root cause was the drawer connections and button cell. See h.10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false positive result was obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.